Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia after inability to pair a dexcom g7 sensor to the ilet, with subsequent time off pump and use of backup insulin via pen; the event was preceded by a nocturnal low and absence of perceived alarms beyond a low blood glucose alert, and oral carbohydrate (cola) was used to treat the low. Symptoms included hypoglycemia and subsequent hyperglycemia without loss of consciousness, diabetic ketoacidosis, or need for professional medical intervention. Outcomes included temporary impairment requiring self-treatment and use of backup therapy, with no hospitalization and no ketone testing performed. Investigation included complaint handling, user interview, and technical review of use-related factors and device interaction with the continuous glucose monitor. Investigation of this case revealed inability to pair the cgm to ilet and unclear cause for the hyperglycemia while off the automated system. It was concluded that the hyperglycemia was cause unclear, with no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.